Event description:
It was reported that there was difficulty withdrawing with the catheter and got fractured. The target lesion was located in the femoral-popliteal vein. An angiojet solent omni catheter was used for thrombectomy procedure. However, during the procedure, the catheter was delivered for suction and could not move when withdrawing during the second absorption process. After multiple attempts, it was found that there was a fracture at 5cm in the metal part of the device. The detached fragment was removed without any difficulty and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device returned contained an angiojet solent omni catheter. The assembly, supply line, shaft, saline supply, and tip were all visually examined for potential damage. The catheter was completely separated at 99 cm from the tip. A functional test could not be performed due to the nature of the damage however inspection of the device confirmed the catheter break.

Event description:
It was reported that there was difficulty withdrawing with the catheter and got fractured. The target lesion was located in the femoral-popliteal vein. An angiojet solent omni catheter was used for thrombectomy procedure. However, during the procedure, the catheter was delivered for suction and could not move when withdrawing during the second absorption process. After multiple attempts, it was found that there was a fracture at 5cm in the metal part of the device. The detached fragment was removed without any difficulty and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.